Manufacturer narrative:
A1: patient identifier: no patient involvement. A2: age & date of birth: no patient involvement. A3: patient sex: no patient involvement. A4: weight: no patient involvement. A5: ethnicity: no patient involvement. A6: race: no patient involvement. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: unknown. G4: PMA/510(k): k071494, k130520. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The manufacturing record and the shipping inspection record of the actual product found no anomaly. No other similar report of the product with the involved product code/lot# was found. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. Since the actual sample could not be obtained, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: - do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir. - if the product is dropped during set-up, do not use it. Replace with another device. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that during checking before use in o.t. Leakage was found in the oxygenator. The oxygenator was replaced with new one. The event occurred pre-treatment. There was no patient involvement therefore a patient was not harmed.